Event description:
It was reported by the health care provider (hcp) that the patient was hypotensive and unresponsive. The reporter stated the patient had "no blood pressure," but it was unclear what the reporter meant. It was reported by another hcp that they believed the patient symptoms were not related to the infusion system or the lioresal. The hcp stated that the patient was septic and they were looking to decrease or stop the drug infusion. It was later reported the same day that the pump had low battery. The reporter stated that the patient was admitted to the hospital for being "uroseptic," but the reporter was unsure of the exact term used by the hcp. The hospital wanted the pump to be turned off. It was also reported that the patient was medically fragile, so the hcp had been trying to wean the dose down. It was stated that the pump had alarmed at the last refill on (B)(6) 2012 and the patient was down to 280mcg/day. No further information was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the patient was admitted to the hospital for non-pump related issues. Her device was alarming for end of battery for some time. It was noted that had titrated her down due to her age as well. Prior to her hospitalization, she was not considered a candidate for pump replacement due to her age and medical fragility. Since then, the patient had expired.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the cause of death was coronary artery disease. The cause of death was not related to the device. The device remains implanted and will not be sent back.

Manufacturer narrative:
Product ID 8575, lot# j0203524r, serial# implanted: (B)(6) 2003, explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).